Event description:
On (B)(6) 2012 the lay user/patient in italy contacted lifescan to report the one touch verio iq meter was giving inaccurate readings. The technical support representative (tsr) contacted the patient to obtain and verify information; however was unable to reach the patient by telephone. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2012 at 1:00 pm the patient obtained the pre-lunch blood glucose reading of 87 mg/dl on the reported meter. Based on this reading, the patient noted he took three units less insulin than usual. At 5:58 pm, the patient experienced the symptom of shaking. While symptomatic, the patient obtained the blood glucose reading of 87 mg/dl on the reported meter. The patient administered self-treatment by consuming sugar; he did not seek any medical attention. Troubleshooting revealed the sample source was correct and the meter was set to the correct unit of measure. The patient noted he 'does not feel good' when his blood glucose level drops below 80 mg/dl. It would have been helpful to determine the patient's expected readings, the dose of insulin taken with lunch, if the patient indeed ate his lunch, the patient's insulin regimen and his prior meter readings. The patient did not suffer an adverse event due to the reported meter. The patient reportedly took a decreased dose of insulin with lunch five hours prior to the onset of symptoms, the patient's symptoms began prior to the allegedly inaccurate reading of 87 mg/dl at 5:58 pm and taking less insulin could not have contributed to hypoglycemia, there was no delay in treatment, and the patient did not seek any medical attention. However, as the second reading of 87 mg/dl did not correlate with the patient¿s symptom of shaking and treatment with sugar, this complaint is being reported.